Event description:
It was reported that during a right atrial lead revision, fluoroscopy revealed that the right ventricular lead insulation was damaged in the clavicular area. The lead was was capped and replaced.

Manufacturer narrative:
No medwatch form was received.